Event description:
Boston scientific was notified that during an event it was impossible to deploy the stent. After several attempts the stabilizer became "floppy." Retrieved everything out. Waited to introduce a new transend. 014" floppy 300-cm with the purpose of going up with a new stent. Occlusion in the right a2 was then observed, which was not noticed before. Procedure was stopped. Thrombosis was treated with nimoditrine/transend vajer/reptin.